Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR )review. A product sample was received for evaluation. Visual and functional testing were performed. Top and left plunger cases were cracked. Auxiliary control unit (acu) watchdog was found in the event history log. The technician performed power up process but was unable to duplicate acu watchdog at power up. The root cause of the reported issue was unable to be determined. The technician replaced main board for preventive measures and performed preventive maintenance.

Event description:
It was reported that the auxiliary control unit( acu) watchdog failure occurred. No patient injury was reported.